Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for cracked tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® 4nc 0.129 m 0.4 ml blood collection tubes leaked blood. The following information was provided by the initial reporter: "during blood collection, blood splashed from the upper part of the tube (between the shield and the tube). According to the nurse, there may have been a crack on the tube. Blood exposure did not occur on the nurse but occurred onto her white coat."